Manufacturer narrative:
(B)(4).

Event description:
Received info from medtronic rep that pt is not receiving therapeutic stimulation and device is showing high impedance readings >3600 ohms. Pt suffered two falls, one in july and one in sept. Add'l info has been requested and if received, a f/u report will be sent.